Event description:
This procedure was performed in other country: at 6 months follow-up, it was judged by the site that there were no stent fractures seen at x-ray in the sfa. An independent evaluation was performed and an elongation along with a type ii fracture was found. The patient died in 2007, 7 months post index procedure. Cause of death was reported as heart failure.